Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6) sodium of 115 mmol/l on a patient sample that repeated 140 mmol/l processed on the architect c8000 analyzer. No impact to patient management was reported.

Manufacturer narrative:
The customer replaced the sample and reagent probes on the architect c8000 analyzer. The customer performed quality control and ict precision with passing results. Additionally quarterly maintenance was performed by the customer and included replacement of parts. A review of instrument logs was performed showing current maintenance on the analyzer. Service history review for architect c8000 serial number (B)(4) revealed a service request was opened 4 days later for error code 6512 optics warning check and indicated there was dirt on the instrument from the air conditioner that is located above. Abbott support recommended manually cleaning the cuvettes and changing the water bath, which resolved the issue. There were no subsequent contacts from the customer regarding discrepant results. The sample probe and reagent probe were considered the likely cause of the result issue. A search for similar complaints did not identify an adverse trend for the sample probe or reagent probe. No trends were identified for the architect c8000 erratic result rate. The architect system operations manual provides information regarding limitation of result interpretations, labeling with regard to maintenance, component replacement, and troubleshooting the described issue. The product labeling concluded that the issue is sufficiently addressed. Based on the evaluation the architect c8000 analyzer is performing acceptably.